Event description:
A surgeon reported a pt with a myopic surprise following intraocular lens (iol) implant surgery. The surgeon does not think the lens is defective. F/u was conducted; however, no further info is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 8/30/10 and 9/7/10 by phone, fax, and mail. A completed questionaire has not been received. No further info is expected. (B)(4).